Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a data log corruption issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to a blood glucose (bg) level of approximately 20 mg/dl. Cause was unknown. During hospitalization, the customer was treated with glucose. During troubleshooting with tandem technical support, customer reported using insulin and cartridge beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog. The customer was released from the hospital on (B)(6) 2021 with no permanent damage.